Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Tritanium cup failure due to lack of bone in growth.

Manufacturer narrative:
An event regarding loosening (lack of bone in growth) involving a tritanium shell was reported. The event was not confirmed. Device evaluation and results: a material analysis has been performed. The report concluded: "biological fixation was observed on approximately 20% of the proximal surface of the shell. Adhered debris was observed on the taper of the head. Burnishing, scratching and third-body indentations were observed on the insert. These are common damage modes of uhmwpe. Eds showed the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a hip stem, and biological material. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: material analysis was performed and concluded that biological fixation was observed on approximately 20% of the proximal surface of the shell in situ after three years of implantation. However, no material or manufacturing defects were observed on the surfaces examined. Therefore, the event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Tritanium cup failure due to lack of bone in growth in right hip. Update: the head was consistent with astm f1537 and the debris was consistent with a corrosion process, material transfer from a hip stem, and biological material.